Event description:
Additional information was received from the patient. They stated that this was not due to normal battery depletion. The cause of the device not working was not determined. When asked about the most likely cause, they stated it was just not right - adjusted many times - couldn't hold urine. It was a disappointment on their end as they had hopes for help. They still have the problem. When asked what steps were taken to resolve the issue, they reported they had the device taken out. The issue was not resolved but no further action will be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s therapy from their implantable neurostimulator (ins) had not been working at night for about the last 4-5 months. The patient had been seeing their doctor and manufacturer¿s representative for the past 4-5 months where they have changed the settings but it still did not help at night. It was noted that the representative had been increasing their stimulation (the patient did not feel comfortable doing it themselves). Additional information received reported the patient on (B)(6) 2014 was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. The patient had appointments every other month and their next appointment was during the first week of november. It was stated the patient always had to wear pads or pull ups. No interventions were noted and no outcome was provided with this event. Further follow up is being conducted to obtain additional information. Additional information was received from the patient on (B)(6) 2023 they reported that they received an ID card with explanted device information. Patient also mentioned it didn't work for them.